Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a message was received prompting the customer to replace the transmitter. Although requested, the customer was unable to recall the exact messaging received. Customer alleged the reported issue may be due to the transmitter battery "getting low". Customer did not recall how long the transmitter had been in use, and declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.